Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the auxilliary common gas outlet (acgo) switch.

Event description:
During a service visit, ge healthcare service representative noted that the auxiliary common gas outlet switch (acgo) was not correctly displaying acgo mode. There was no patient involvement.